Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose of 45 mg/dl and 200 mg/dl. Customer¿s current blood glucose value was 298 mg/dl. The customer experienced symptoms such as nausea. The customer treated with the pump. The customer also states had air bubble in the reservoir, however the air bubble was successfully removed. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was not able to continue to troubleshoot for high blood glucose as call got disconnected. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.